Event description:
Reportedly the procedure was to treat a mildly calcified left anterior descending (lad) artery lesion. Pre-dilatation was performed with several unspecified balloons (3.0x12, 3.5x12, 3.5x15) with the residual stenosis less than 40%. A 3.5x28 mm device was advanced but could not cross the lesion due to the patient anatomy. Another 3.5x28 mm device was advanced and was successfully deployed. Thombolysis in myocardial infarction(timi) 3 flow was achieved. There was no adverse patient effect or clinically significant delay due to the failure to cross. No additional information was provided. Per the returned device analysis a separated shaft was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and a shaft separation was identified. Follow-up information received from the account revealed that they were not aware of the shaft separation. Therefore, the noted damages and separations to the device likely occurred as a result of inadvertent mishandling during handling for return shipment. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.